Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, a 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31045133) was used. It was reported that the outer device packaging was observed to be in good condition. The physician removed the device from the packaging and delivered it into the patient. The proximal part of the device shaft was observed to be cracked during the device delivery process; the cracked part has not yet entered the patient¿s blood vessel. The physician removed the device from the patient and replaced it to complete the procedure. There was no report of any negative patient impact. A photo of the device was included in the complaint. On 28-feb-2024, additional information was received. The information indicated that it was a thrombectomy; it was an embolectomy for an acute cerebral infarction. The target vessel is not known. It was not an adapt (direct aspiration first pass technique) case. Per the information, the replacement was not another cerebase device. No negative patient impact was confirmed. There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint shows the proximal portion of the cerebase device. It was noticed that the device was fractured; the fracture did not expose the strain relief into two pieces. The rest of the device cannot be evaluated. A review of manufacturing documentation associated with this lot (31045133) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding the proximal part of the device's shaft being cracked was confirmed based on the fracture noticed in the device. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access (da) guide sheath was received contained in the decontamination pouch. Visual inspection was performed. A crack was observed on the shaft at 3.4cm from the proximal hub of the catheter. A kink and three (3) bents were observed on the shaft of the catheter. The first bent at 10cm, the second at 31cm, and the third bent at 74cm. The kink was at 55cm. All measurements were taken from the proximal end of the catheter. Microscopic inspection was performed on the device at the areas where the crack and the kink were observed. Magnification did not reveal any exposed internal components. The catheter was flushed with a lab sample syringe. No water leakage was observed at the areas where the crack and kink were observed. A review of manufacturing documentation associated with this lot (31045133) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. The issue reported regarding the device shaft being observed to be cracked during the device delivery process was confirmed based on the damages found. The crack condition on the shaft suggests that inadequate manipulation may have contributed to the defect encountered. According to the risk documentation, a catheter being damaged is a potential issue that can occur due to an inappropriate handling catheter during the device removal from the package. The instructions for use (IFU) includes precaution to inspect the guide sheath upon removal from packaging to verify that it is undamaged. A conclusive cause cannot be determined since the device was returned without the original package. The bent and kinked conditions found on the shaft of the catheter were not originally reported in the complaint nor captured in the photo provided; the exact time of occurrence cannot be determined; therefore, these are not related to the issue reported. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿ carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. ¿ exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.